Event description:
On 22nd january 2025, it was reported by an arthrex employee via email that for an ar-2324bcc, suture anchor, biocomposite swivelock® c, 4.75 mm x 19.1 mm, closed eyelet, the eyelet was broken. This was detected during a rotator cuff repair procedure on (B)(6) 2025. The eyelet was broken during suturing. No fragments were found. Procedure was successfully completed with no patient harm and no secondary procedure needed by using another new ar-2324bcc instead.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
The complaint allegation was confirmed. One unpackaged ar-2324bcc, serial/batch number (B)(6), was received for evaluation. A visual evaluation found that the eyelet and suture did not return with the device. Evaluation of the bio/screw found damaged on the threads. Functional testing was performed by moving the inner and outer shafts, and no resistance was found. The most likely cause of the reported failure is user error, which involved applying excessive force while pulling the suture strands.